Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the monofilament about 1-1/2 inches was exposed at the guide and the posterior cuff and needle tip were still attached to the rail end. The anterior cuff and link were engaged to the anterior needle tip. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal. During plunger removal, the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link pulled can be influenced by many factors including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). There was no product quality deficiency detected that would contribute to this event. The root cause for the link pulled/detached from the cuff is undetermined. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device and the link pulled from posterior cuff failure mode at the time the investigation was performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture break occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.